Event description:
A healthcare facility in france reported via fisher & paykel healthcare (f&p) field representative that 2 units of rt380 adult dual heated evaqua2 breathing circuit failed the leak tests. There was no patient involvement.

Manufacturer narrative:
Ps311912 device 1: lot not identified. Device 2: batch number 2100603000. Method: the two complaint rt380 adult evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and pressure tested. Results: for device 1, visual inspection revealed damage to the returned breathing circuit. The expiratory limb of the breathing circuit had a cut on it. For device 2, visual inspection revealed no damage to the returned breathing circuit. The pressure test also revealed that the breathing circuit was within specification. Conclusion: for device 1: from the investigation conducted it appeared that the expiratory limb was cut with a sharp object. This is most likely due to opening of the breathing circuit box or bag using a knife or box cutter. For device 2: we were unable to determine what may have caused the leak alarm as reported by the customer, as no fault was found with the returned device. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via fisher & paykel healthcare (f&p) field representative that 2 units of rt380 adult dual heated evaqua2 breathing circuit failed the leak tests. There was no patient involvement.